Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the brachial artery. The 99% stenosed and de novo lesion was located in the severely calcified and severely tortuous apical left anterior descending (lad) artery. Balloon angioplasty was performed with an unknown MFR¿s 1.5mm balloon. The 8mm x 2.00mm apex monorail balloon catheter was then advanced to the lesion and inflated. The balloon ruptured at 8atms on the first inflation. The balloon catheter was removed intact from the patient without incident. The procedure was successfully completed with by implanting a 2.5mm x 18mm promus stent. No patient complications were reported. The patient's status was reported as 'good.'

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).